Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 1 yr, 6 mo implant duration due to mitral regurgitation and congestive heart failure.